Event description:
Customer reported potential false negative results for troponin I (tni) test on triage profiler sob panel vs. Siemens immulite analyzer. Customer was evaluating the triage profiler sob panel against the lab analyzer they use. The institute was (B)(6) hosp. The results did not correlate giving false negative results on the triage when compared with their analyzer. .

Manufacturer narrative:
Product support to conduct testing on qc retained devices from sob (B)(4) with calibrator h and calibrator h. Observations will be for tni recovery. Lot w47493 was unavailable for testing. As of (B)(6) 2011 lots w47493 and w47499 were expired. At the time of the occurrence of this complaint in (B)(6) 2011 lot w47493 was expired; the customer was using expired devices for testing. Product support observations for tni recovery follow: no discrepant results were observed. No error codes were observed. All data points with cal e were within the mfg specs with a % recovery of 99%; a cv of 9% - all data points with cal h were within the mfg specs with a % recovery of 81%; a cv of 9%. No discrepant results were observed. Product support could not verify the customer's complaint of correlation without returned pt sample. Product support could not rule out sample specific or environmental factors that may have affected analyte recovery. Product support cannot verify the customer's results or correlation with the siemens analyzer. The triage devices are not verified against this platform. Product support unable to verify customer results. Customer using expired assays. No correlative action required at this time as no product deficiency was established.